Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The physician is considering replacing the lv lead. This lead remains in service to date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).